Event description:
It was reported that the customer had a keypad anomaly and a button error alarm on the insulin pump. Customer stated that the buttons got stuck and the numbers kept scrolling. Customer stated that he was working outside yesterday and could have been sweating. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm during our testing. No unexpected numbers ramping or scrolling during our testing. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.